Event description:
The customer called to report high blood glucose levels and bent cannulas. The customer then stated that he was hospitalized twice last month due to high blood glucose levels. The customer's blood glucose was greater than 700 mg/dl at his most recent event on (B)(6) 2013 for diabetic ketoacidosis. The customer stated that he did not get any insulin all night, and when he removed the infusion set, the cannula was bent because it was never inserted into his skin. The customer stated that the insulin pump was functioning just fine. No troubleshooting was done.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.